Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing pump was disconnected and replaced with a new component. It was mentioned that the explanted pump did not stay flat and there were no holes or air noted in the component. There were no patient complications related to the event.